Manufacturer narrative:
Other: crossbar.

Event description:
It was reported by service report that the breakaway head section would not lock into place due to missing pivot pin and retaining rings and a damaged crossbar. It is unk if there was pt involvement or if there were adverse consequences to report.